Manufacturer narrative:
(B)(4). (B)(6). Reference manufacturer report #'s (B)(4) for additional devices used in the same case.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The reload was firing at normal speed and then stopped 3/4 of the way down without slowing at all. Couldn't get the reload to seat.